Event description:
It has been reported to us that during the procedure, the occlusion balloon wire separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. At some point during the procedure, the physician then noticed that the occlusion balloon wire separated near the gold marker resulting in the occlusion balloon deflating. The device was removed and replaced with another to complete the case. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.